Event description:
The ge oec 2800 uroview fluoroscopy sys displayed an error 50 code and reportedly could not move the table.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the error. There was a noted error in the event log that isolated the issue to a jumper that need to be correctly attached to the power control pcb. The sys was further tested and found to be operating as intended. Advised customer to have the jumper installed correctly. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.